Manufacturer narrative:
The reported lot number, 2749501, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported that a precision speedtac transvaginal anchor system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.